Event description:
Additional information found the patient had one of their leads explanted and replaced to address the ineffective stimulation issue. Note: it is unknown which lead was replaced, as such both leads are being reported.

Manufacturer narrative:
Device code should have been 3023 rather than 2993. Correction: section h6 - new information found method code should have been 4111 and 4114 rather than 4117.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00240. It was reported the patient experienced ineffective therapy with the scs system. Reportedly, surgical intervention was undertaken on (B)(6) 2019 where the leads were repositioned lower thus providing the desired coverage.